Manufacturer narrative:
It is unknown if the device will be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. (B)(4). Linked to other mfg numbers: 1121308-2018-00063, 1121308-2018-00064, 1121308-2018-00065, 1121308-2018-00067, 1121308-2018-00068.

Event description:
This is 4 of 6 reports. Neurosurgery (2009) published the "dural augmentation: part I - evaluation of collagen matrix allografts for dural defect after craniotomy". The primary goal of this study was to assess differences in the incidence of postoperative cerebrospinal (csf) leak, including fistula and pseudomeningocele, and postoperative infection between monolayer collagen and bilayer collagen grafts. Methods: a single-center retrospective analysis of 475 consecutive neurosurgical procedures in which collagen duraplasty (duragen, duragen plus, or suturable duragen) was performed. Surgical and billing records were reviewed between jan2004 and aug2006. Primary endpoints were csf leak and infection, adjusting for the impact of additional nonautologous materials. Multivariate regression analysis was used to identify predictors of postoperative csf leak and infection. All patients were 18 years of age and older. Monolayer (ml) sponges (duragen or duragen plus) or bilayer (bl) sponges (suturable duragen) were implanted in the patients at the attending surgeon¿s discretion and based on product availability. In addition to collagen sponge, other materials used included bovine pericardial patch (lyoplant), calcium phosphate cranioplasty (norian crs; synthes) and dural sealant, either fibrin glue (tisseel; baxter) or polyethylene glycol (peg) hydrogel (duraseal; confluent surgical). Calcium phosphate was impregnated with vancomycin before implantation. Two exposure groups were defined, ml (duragen and duragen plus) or bl (suturable duragen) with secondary exposure to dural sealant (tisseel or duraseal) or cranioplasty (norian crs). Ml collagen was used in 61.5% (292/475) of the cases. Complications: csf leak: thirty two (32) csf leak: 23 csf fistulae and 9 pseudomeningoceles. Although it was noted a lower incident of csf leak in the bl group than the ml group, this difference was not significant. Three of the pseudomeningoceles were managed expectantly and resolved without further intervention. Of the remaining csf leaks, 11 of 32 were managed with operative exploration/revision, 5 of 32 with lumboperitoneal shunting, 3 of 32 with ventriculoperitoneal shunting, and the remaining 10 with lumbar drainage without operative wound revision. Infection: the overall frequency of postoperative infection was 20 of 475. There were 14 superficial surgical wound infections and 6 deep (meningitis or abscess) infections. Two cases of meningitis were preceded by the development of a csf fistula with a subsequent superinfection. There was no significant difference in the incidence of infection in the bl and ml groups. Additional complications: there were 2 cases of aseptic meningitis. In both cases, implantation of collagen graft was performed as part of a reoperation to repair an existing csf leak. In both cases, patients had symptoms (headache, nausea, photophobia) preoperatively. There were no cases of postoperative seizures after implantation of the collagen graft. Conclusion: bilayer collagen sponges are associated with a reduction in postoperative csf leak, notably in posterior fossa surgery. The need for additional non-native materials is predictive of postoperative csf leak, along with location and type of procedure. Intrinsic patient characteristics (e.g., age, diabetes, smoking) do not seem to affect the efficacy of collagen sponge dural grafts.

Manufacturer narrative:
Based on the absence of lot and catalog information of the products used in this clinical study, which covered cases from january 2004 to august 2006, it is not possible to identify the manufacturing time frame to be reviewed and therefore, was not possible to perform the DHR review and event/nc/CAPA/scar history review. No complaint unit will be returned, therefore, no failure analysis or retains samples evaluation is possible. The reported condition is unconfirmed. Thus, the root cause of the reported condition is undetermined.